Event description:
This is pt #1 of 3 in succession who sustained clinical effects of overdose when a critical drug was delivered faster than the planned flow rate. The IV bags had been hung at a height of 40 to 45 inches from the midaxilliary line instead of the usual 30 inches. Additionally, the desired flow rates had been set with the dial, but it is believed that the device had not been calibrated in accordance with carton instructions after setting the dial. The physician was present in each case, and each pt was treated and recovered without sequelae. At least one of the cases occurred during open-heart surgery. Case #1: the flow rate had been dialed to deliver 5 cc's/hour but 15 cc's were delivered. The pt became hypertensive and developed tachycardia. Believe dopamine was the drug involved.